Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to a33 alarm. However, the insulin pump was received with normal operating currents and passed a21 error test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported by the customer that their insulin pump had alarmed no delivery and the drive support cap appeared was loose. Customer stated they disconnected and reconnected the infusion set yet were unable to exit the rewind process. During troubleshooting, customer stated they did not attempt to push the support cap back in while attached to the device. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 209 mg/dl at time of reporting. Nothing further reported.